Manufacturer narrative:
Unit communicated properly with glucose sensor simulator and the transmitter. Passed displacement test, rewind test, basic occlusion test, prime, occlusion test and excessive no delivery test. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the tubing on the infusion set of the insulin set detached while the customer was sleeping. Customer stated that their blood glucose rose to 550 mg/dl. Customer's current blood glucose reading was 83 mg/dl. Nothing further reported.